Manufacturer narrative:
(B)(4). Initial and final emdr. A follow up emdr will be submitted if additional information becomes available.(B)(4). A complaint sample was not provided for evaluation. Consequently, the investigation was not able to confirm the reported failure mode. A device history record could not be reviewed because the lot number was not reported. Without a sample to analyze nor lot number to trace potential issues with materials or production processes, the investigation was not able to identify a root cause for the reported failure mode. Since the investigation was unable to confirm a root cause, there are no corrective or preventive actions at this time. We will, however, continue to track and trend this defect as we continue to listen to the voice of the customer.

Event description:
During a training it was noticed that the valve is leaking. Externally no damage could be recognized. No patient harm.